Event description:
Complaint was reported as: the customer has difficulty with inflation and deflation of the endotracheal tube. The issue was detected prior to pt use. No report of pt injury.

Manufacturer narrative:
A DHR (device history record) review was conducted for the lot # 01e1200072. The DHR investigation did not show issues related to the complaint.